Event description:
A 1104l was reported to have malfunctioned. The description of the event is as follows; the bolt was installed and working for almost 4 hours. The patient was repositioned and then it was noted that monitor was reading -13 with no wave form. Then, the doctor scanned back through the trends when the screen froze. Both the monitor and bolt were replaced and there were no issues after that.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.